Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device noted scratches on the header and case, no other anomalies were observed. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. The case was removed and internal visual inspection noted no irregularities. Analysis noted that end of life (eol) battery status was declared prior to explant of the device. The device did not pass the labeled longevity calculation. Analysis concluded that the device depleted prematurely. The cause of the premature depletion is unknown.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.